Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse found the issue to be intermittent.

Event description:
It was reported that during da vinci-assisted radical tonsillectomy surgical procedure, site contacted intuitive technical support engineer (tse) to report drifting of universal surgical manipulator (usm)4. The grab and go feature kicked in and they had to hold the arm in place for the brakes to enable. No errors were noted in logs. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the drifting on arm was noted after the instrument was installed on it during the procedure. The issue was intermittent. There was no reported injury. Further information was not available.